Event description:
It was reported the sjm representative met with the pt for programming and the pt was experiencing ineffective stimulation. X-rays were taken and revealed the lead had shifted. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.